Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received five closed samples and an open sample with 6 needles detached from the thread and 1 needle attached to the thread but the sample is used. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill b. Braun surgical requirements (bbs): 0.311 kgf in minimum and 0.861 kgf in maximum (bbs requirements for the maximum between 0.080 and 1.590 kgf. Reviewed the batch manufacturing record, this product had an incidence during production but not related to this issue and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.250 kgf in minimum and 0.625 kgf in maximum and fulfilled b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is hard to detach from the thread. There is no health hazard to patient.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.